Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection; however, the reported failure was confirmed based on information provided by the customer and the field service engineer. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer

Event description:
It was reported that the video system center exhibited buttons on the device that did not function properly. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.